Manufacturer narrative:
Concomitant product: product ID 5068-45 lead, implanted: (B)(6) 2000.

Event description:
It was reported that non-physiologic oversensing was observed on the right ventricular (rv) lead since the last device replacement procedure. It was further reported that the electrogram showed episodes with questionable noise on the right atrial (ra) lead. The noise was reproducible with movement of the device. The physicians were going to consult about any necessary intervention. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.